Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on dec. 13, 2023, the patient underwent orif surgery for fracture of the proximal end of the left upper carpal bone with the products in question. In the surgery, interference check was performed prior to nail insertion and there were no problems. The surgeon performed proximal locking in the a/b/d holes and then moved on to distal locking. While drilling the g hole, the drill tip interfered with the nail once. The protection sleeve lifting and deflection were adjusted and drilling was completed successfully. The screw was inserted. While drilling the f hole, the drill tip interfered with the nail again. The drill sleeve was removed and the passage was checked with a depth gauge. The passage passed to the contralateral side of the nail, so drilling was performed freehand without the drill sleeve at the surgeon's discretion. The screw was inserted. The surgeon commented that the nail occupancy of the medullary cavity in the diaphysis was higher than expected, which may have caused nail deflection and interference. There are no pieces in the patient. The surgeon confirmed by x-ray. No further information is available. This report is for one (1) multiloc phn ø8 le cann l160 tan this is report 1 of 3 for complaint pc-(B)(4).